Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the instructions for use found: read these instructions completely prior to use. Periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. Excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry). A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed the patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of the possible retained metal debris cannot be determined. Since there were no other complications reported, no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder scope, there was shedding metal in the patient, it pop out from distal tip of shaver. The malfunction was solved with no significant delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.